Event description:
(B)(4). The provider states at 3567 hours, the unit is alarming and shutting down. The provider states the unit is a rental unit used by multiple users. No additional information is available per the provider (B)(4).